Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY - TRICLIP DATA THAT TRICLIP DEVICES MAY BE RELATED TO 62 ADVERSE EVENTS WHICH ARE CONSIDERED DEATH INCLUDING: HEART FAILURE, HEMORRHAGE, INFECTION, OTHER CARDIOVASCULAR REASON, OTHER NON-CARDIOVASCULAR REASON, PULMONARY, RENAL, STROKE, SUDDEN CARDIAC DEATH. THE RELATIONSHIP OF THE DEATH TO THE TRICLIP DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY - TRICLIP DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2400493. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 14 MAY 2024 ¿ 23 SEPTEMBER 2025. PATIENTS¿ MEAN AGE IS 78 YEARS, RANGING FROM 49 TO 94 YEARS. 50% OF THE PATIENTS WERE MALE, 50% OF THE PATIENTS WERE FEMALE. THIS REPORT IS FOR QUARTER 1 TIMEFRAME BETWEEN 01 JANUARY 2026 - 31 MARCH 2026. AS OF 30 SEPTEMBER 2025, 3035 PATIENTS WERE TREATED WITH THE TRICLIP SYSTEM.

Manufacturer narrative:
THIS REPORT IS FOR QUARTER 1 TIMEFRAME BETWEEN 01 JANUARY 2026 - 31 MARCH 2026. 62 ADVERSE EVENTS THAT COULD BE RELATED TO THE TRICLIP DEVICE WERE REPORTED INCLUDING HEART FAILURE, HEMORRHAGE, INFECTION, OTHER CARDIOVASCULAR REASON, OTHER NON-CARDIOVASCULAR REASON, PULMONARY, RENAL, STROKE, SUDDEN CARDIAC DEATH. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED. HOWEVER, RISK ASSESSMENT WAS COMPLETED FOR THE REPORTED INCIDENTS. THE DEATH EVENTS AND RATES REPORTED IN THIS STUDY WERE FOUND TO BE ANTICIPATED IN THE STUDY POPULATION AND ARE IN ALIGNMENT WITH RATES OBSERVED IN OTHER CLINICAL STUDIES. NO NEW RISKS HAVE BEEN IDENTIFIED FOR THIS POPULATION. NO NEW HAZARDS OR HARMS WERE IDENTIFIED THAT WOULD IMPACT THE BENEFIT/RISK PROFILE. BASED ON A REVIEW OF THE AVAILABLE INFORMATION, THERE WAS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. THEREFORE, NO REMEDIAL ACTION IS REQUIRED AT THIS TIME. B2. THE DATE OF DEATH USED IS THE EARLIEST DEATH DATE. B3 - DATE OF EVENT USED IS THE EARLIEST EVENT DATE. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;42634096,3/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2024 in a 83 year old Female. On 03/12/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,70.2,5/14/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42448552,6/23/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/24/2024 in a 92 year old Male. On 06/23/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Other non-cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,72.6,5/24/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42259001,1/31/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/29/2024 in a 79 year old Male. On 01/31/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,79,5/29/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;32484696,4/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/04/2024 in a 88 year old Female. On 04/07/2025, patient death was reported due to Pulmonary. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) subjects experienced death due to Pulmonary since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,38.6,6/4/2024,NI,2484,1802,2993,4755,4114;4119,3221,4315,NA,0;42627082,8/29/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/27/2024 in a 78 year old Female. On 08/29/2024, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,48.5,6/27/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41787264,10/26/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/02/2024 in a 61 year old Male. On 10/26/2024, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,61,Male,60.8,7/2/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42696859,4/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/03/2024 in a 77 year old Female. On 04/24/2025, patient death was reported due to Hemorrhage. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Three out of 3035 (0.1%) subjects experienced death due to Hemorrhage since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,47,7/3/2024,NI,1888,1802,2993,4755,4114;4119,3221,4315,NA,0;41897548,5/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2024 in a 83 year old Male. On 05/04/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,127,7/10/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42415150,10/29/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/12/2024 in a 81 year old Female. On 10/29/2024, patient death was reported due to Stroke. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) subjects experienced death due to Stroke since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,72.9,7/12/2024,NI,1770,1802,2993,4755,4114;4119,3221,4315,NA,0;32973115,9/22/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/22/2024 in a 90 year old Male. On 09/22/2024, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,49,7/22/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41920993,9/15/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/24/2024 in a 55 year old Male. On 09/15/2024, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,55,Male,68.8,7/24/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43807080,10/12/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2024 in a 88 year old Female. On 10/12/2024, patient death was reported due to Infection. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) subjects experienced death due to Infection since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,57.3,8/12/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;42731606,2/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2024 in a 85 year old Female. On 02/22/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,58.1,8/12/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42749716,11/6/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2024 in a 80 year old Male. On 11/06/2024, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,102.5,8/14/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42591550,9/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/04/2024 in a 89 year old Female. On 09/04/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,45.4,9/4/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42954361,8/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/12/2024 in a 68 year old Male. On 08/10/2025, patient death was reported due to Renal. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Renal was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) subjects experienced death due to Renal since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,68,Male,82,9/12/2024,NI,2041,1802,2993,4755,4114;4119,3221,4315,NA,0;42700497,6/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2024 in a 52 year old Female. On 06/06/2025, patient death was reported due to Infection. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) subjects experienced death due to Infection since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,52,Female,120.7,9/23/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;40531625,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 85 year old Female. On 07/02/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,64.7,9/24/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42776800,11/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 83 year old Male. On 11/06/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,83.1,9/24/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42770509,2/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/26/2024 in a 73 year old Male. On 02/08/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,55,9/26/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42951934,8/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 57 year old Female. On 08/15/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,57,Female,66,10/10/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40734379,7/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/16/2024 in a 79 year old Male. On 07/01/2025, patient death was reported due to Infection. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) subjects experienced death due to Infection since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,100.4,10/16/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;41997063,2/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/17/2024 in a 83 year old Male. On 02/21/2025, patient death was reported due to Hemorrhage. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Three out of 3035 (0.1%) subjects experienced death due to Hemorrhage since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,85.7,10/17/2024,NI,1888,1802,2993,4755,4114;4119,3221,4315,NA,0;43286482,5/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/17/2024 in a 79 year old Female. On 05/30/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,50.2,10/17/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43200492,5/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/22/2024 in a 77 year old Female. On 05/05/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,55,10/22/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43032594,1/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/25/2024 in a 79 year old Male. On 01/30/2025, patient death was reported due to Pulmonary. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) subjects experienced death due to Pulmonary since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,90.7,10/25/2024,NI,2484,1802,2993,4755,4114;4119,3221,4315,NA,0;42839453,6/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/31/2024 in a 85 year old Male. On 06/03/2025, patient death was reported due to Infection. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) subjects experienced death due to Infection since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,72.8,10/31/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;42966645,8/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/12/2024 in a 84 year old Male. On 08/03/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Male,85.5,11/12/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42426072,1/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/04/2024 in a 90 year old Male. On 01/30/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,77.1,12/4/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;37808189,5/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/13/2024 in a 94 year old Male. On 05/03/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Male,66,12/13/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;38322980,3/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 01/08/2025 in a 77 year old Male. On 03/23/2025, patient death was reported due to Pulmonary. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) subjects experienced death due to Pulmonary since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,73.8,1/8/2025,NI,2484,1802,2993,4755,4114;4119,3221,4315,NA,0;43729087,11/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 02/11/2025 in a 49 year old Female. On 11/08/2025, patient death was reported due to Renal. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Renal was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) subjects experienced death due to Renal since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,49,Female,52.7,2/11/2025,NI,2041,1802,2993,4755,4114;4119,3221,4315,NA,0;43238695,3/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 02/12/2025 in a 76 year old Male. On 03/18/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,76,2/12/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;44280616,11/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 02/26/2025 in a 89 year old Female. On 11/16/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,79.2,2/26/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43648574,5/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/20/2025 in a 89 year old Female. On 05/09/2025, patient death was reported due to Pulmonary. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) subjects experienced death due to Pulmonary since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,97.5,3/20/2025,NI,2484,1802,2993,4755,4114;4119,3221,4315,NA,0;43387359,4/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/24/2025 in a 76 year old Female. On 04/25/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,61.6,3/24/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;31245746,5/31/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/10/2025 in a 90 year old Female. On 05/31/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,88.5,4/10/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;29450698,5/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/21/2025 in a 69 year old Male. On 05/24/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Male,101.2,4/21/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43118337,5/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/29/2025 in a 74 year old Male. On 05/16/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,72.2,4/29/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42207976,5/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 93 year old Male. On 05/14/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Male,65.8,5/8/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43659363,5/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/12/2025 in a 87 year old Female. On 05/29/2025, patient death was reported due to Stroke. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) subjects experienced death due to Stroke since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,64.7,5/12/2025,NI,1770,1802,2993,4755,4114;4119,3221,4315,NA,0;43719698,6/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2025 in a 56 year old Male. On 06/10/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,56,Male,104,5/14/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42574512,7/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 81 year old Female. On 07/03/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,52,5/22/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43610137,7/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/23/2025 in a 72 year old Male. On 07/08/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Male,84,5/23/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43659339,6/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/04/2025 in a 80 year old Female. On 06/06/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,91,6/4/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43743080,7/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/13/2025 in a 80 year old Female. On 07/10/2025, patient death was reported due to Infection. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) subjects experienced death due to Infection since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,67.36,6/13/2025,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;43944308,6/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/16/2025 in a 82 year old Female. On 06/19/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,50,6/16/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;44081917,8/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 85 year old Female. On 08/24/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,80.6,6/17/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43723531,7/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/19/2025 in a 72 year old Male. On 07/06/2025, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Other non-cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Male,82.3,6/19/2025,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;43734633,7/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/23/2025 in a 90 year old Male. On 07/09/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,68,6/23/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43904244,9/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/08/2025 in a 83 year old Female. On 09/21/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,43.9,7/8/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;43985021,7/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 77 year old Female. On 07/20/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,80.7,7/15/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;44234770,8/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2025 in a 76 year old Female. On 08/06/2025, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Other non-cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,81,7/16/2025,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40426078,8/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/22/2025 in a 74 year old Female. On 08/26/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,93,7/22/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;44442399,12/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/04/2025 in a 86 year old Male. On 12/07/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,83.3,8/4/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41526966,9/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/15/2025 in a 80 year old Female. On 09/30/2025, patient death was reported due to Renal. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Renal was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) subjects experienced death due to Renal since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,46.82,8/15/2025,NI,2041,1802,2993,4755,4114;4119,3221,4315,NA,0;44261833,9/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/20/2025 in a 67 year old Male. On 09/13/2025, patient death was reported due to Sudden cardiac death. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) subjects experienced death due to Sudden cardiac death since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,67,Male,96,8/20/2025,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39398590,9/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 53 year old Male. On 09/04/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,53,Male,64.2,9/2/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;14152163,9/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 80 year old Female. On 09/09/2025, patient death was reported due to Heart failure. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3035 (1.3%) subjects experienced death due to Heart failure since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,95,9/2/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;44381311,9/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/04/2025 in a 73 year old Male. On 09/17/2025, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) subjects experienced death due to Other cardiovascular reason since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,81.65,9/4/2025,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;44113610,10/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2025 in a 53 year old Female. On 10/13/2025, patient death was reported due to Hemorrhage. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Three out of 3035 (0.1%) subjects experienced death due to Hemorrhage since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,53,Female,146.2,9/10/2025,NI,1888,1802,2993,4755,4114;4119,3221,4315,NA,0;44170736,10/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,D,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2025 in a 73 year old Male. On 10/17/2025, patient death was reported due to Pulmonary. The relationship of the Death to the TriClip could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) subjects experienced death due to Pulmonary since the beginning of the registry. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,58.4,9/23/2025,NI,2484,1802,2993,4755,4114;4119,3221,4315,NA,0;